Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited an alert for atrial intrinsic amplitude out of range, with an atrial intrinsic amplitude measurement of 0.5 mv. Stored atrial tachy response (atr) and rhythmiq episodes demonstrated isolated far field r wave oversensing. Other lead measurements were reported as stable. This pacemaker remains in service. No adverse patient effects were reported.